Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
The facility reported a problem of tracking accuracy that was off by more than 5mm, when tracking to patient anatomy. No patient injury was reported.